Event description:
The patient reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another cochlear implant.